Event description:
It was reported that the central venous pressure values that displayed on the hemosphere monitor were lower by 7-12 mmhg, during use. This was determined when the values were compared to the data displaying on the philips bedside monitor. It was later confirmed with technical support that the issue was actually a communication failure that was found between the hemosphere and the philips bedside unit. The philips bedside unit was transmitting the data to the hemosphere. There were no error messages that displayed. There was no patient harm or injury. There was no inappropriate patient treatment reported.

Manufacturer narrative:
The hemosphere instrument was returned and the product evaluation was completed. The product evaluation found that the central venous pressure values were lower than expected. There was a difference in the mean arterial pressure values and the central venous pressure values that displayed during testing. The hemosphere failed the functional testing. During testing there were no error messages that displayed. When the backplane component was replaced and the testing was performed again, there was no further failure with the unit. The functional testing passed. The device history record review was completed and all manufacturing inspections passed with no non conformances. An engineering evaluation has been initiated for further investigation.

Manufacturer narrative:
The logs were examined and there was no evidence that calibration was performed by the user and it appears that the user did not perform manual calibration per the IFU. As an additional investigation, the bad pcba was placed into the product lab's test monitor. As a result, the failure was also replicated on the test monitor. Calibration was performed per the IFU. After calibration, the issue was solved. The system behaved as designed. Analysis suggests that the root cause is related to user not following the IFU.